Manufacturer narrative:
This report is submitted on xxx, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to the patient experiencing poor performance and pain with device use. The patient was reimplanted with another cochlear device during the same surgery.